Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that the patient told them they didn't have the controller and the implant was not working. X-ray and CT scans show two devices are implanted. The indication for use was spinal pain and post lumbar laminectomy syndrome. No patient symptoms reported.